Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The device failed the homechoice rite functional test. The homechoice rite electrical test passed. A visual inspection of the manifold found the manifold was built using plastic valves. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was undetermined. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
During evaluation of a returned homechoice machine, an increased intra peritoneal volume(iipv) situation was identified in the log of a returned homechoice device. The iipv occurred during initial drain. The programmed fill volume was 2000 ml, and the drain volume was 4708 ml . This meets baxter's iipv criteria. No patient injury or medical intervention was reported. This is report 1 of 6.